Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage on keypad traces. There was no button error alarm. There was moisture damage found on the electronic assembly and motor. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the reservoir leaked earlier that day and the pump was working after the incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.